Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 33.3 mmol/l, 2.8 mmol/l, and 1.6 mmol/l. The patient was unconscious and her partner tested her blood glucose level and received the result of hi. He then gave the patient 25 units of insulin. He tested the patient's blood glucose level again and received a result of 2.8 mmol/l. He provided her with "(B)(6) and sweets" and her blood glucose level slowly returned to normal. Requested return of suspect device and strips, and replacement was sent.